Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical fixation at c5-c6 due to cervical spondylotic myelopathy. Intra-op, while inserting the cage with the help of free-hand inserter, the cage broke near the screw hole position. As there was no substitute available, the surgeon decided to use the broken cage. Loading was applied during cage insertion as the vertebral body had a slight spondylolisthesis. There was a delay of less than 60 minutes in overall procedure time due to this event, but no patient complications were reported.